Manufacturer narrative:
The returned product consisted of a coyote es balloon catheter. Device analysis determined the condition of the returned device was consistent with the complaint incident. Magnified inspection of the balloon revealed a pinhole and scratch in the balloon material 5mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). After a guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to dilate the lesion; however, upon inflation the balloon ruptured. The device was removed and a long inflation at low pressure was performed with a 2x20mm coyote¿ es balloon catheter. Flow recovery was confirmed and the procedure was completed. No patient complications or injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). After a guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to dilate the lesion; however, upon inflation the balloon ruptured. The device was removed and a long inflation at low pressure was performed with a 2x20mm coyote¿ es balloon catheter. Flow recovery was confirmed and the procedure was completed. No patient complications or injuries were reported.